Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that optilene frays over a length of approximately 5 cm and subsequently tears when the knot is tied in the material. The customer observed the same phenomenon with three consecutive threads taken from the same package. The material was used for a vein-aorta anastomosis without calcification. No additional information has been provided.